Manufacturer narrative:
(B)(4). Device was manufactured from august 8, 2014-august 11, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from the wing cap. This was observed after compounding with an unspecified amount of desferrioxmine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.